Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer was not removing air bubbles during the loading sequence. Customer primed the canister to address the issue. Customer¿s blood glucose (bg) level was 325 mg/dl.